Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker showed reduction in longevity from fifteen (15) years to thirteen and half (13.5) years. Atrial tachy response (atr) episodes were noted. This patient also had atrial fibrillation (af). Boston scientific technical services (ts) reviewed data and the possible cause of recent change may be the five interrogations, increased in power consumption and frequent telemetry. Verification from the engineers was requested. An attempt to obtain additional information was unsuccessful. This device remains in service. No adverse patient effects were reported.